Event description:
A customer contacted beckman coulter inc (bec) stating that the waste line of their coulter lh 750 hematology analyzer was leaking. The leak was about 2ml. The lab's exposure control/risk management plans are in place. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, goggles and gloves at the time of the incident. No injury or exposure was reported and no patient samples were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and found worn tubing from normal use and not making a good connection with the pickup tube assembly. Fse replaced the pickup tubing and trimmed tubing to fit properly. Repair was verified per established procedures and results met published performance specifications. The leak was resolved. The cause of the leak was tubing at pickup assembly was worn and not making good connection. (B)(4).